Event description:
An implantable pulse generator (ipg) system was returned from an anatomical donation center with no information. Information identified in the manufacturer's database indicated the patient died approximately two months post implant of the device approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. An outer insulation cosmetic depression was noted at the connector. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. Cosmetic environmental stress cracking was noted on the outer insulation at the proximal end of the lead segment. An outer insulation cosmetic depression was noted at the connector. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.